Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for unknown lag screw/quantity 1/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article, "7-year follow-up after open reduction and internal screw fixation in bennett fractures" franck marie patrick leclere, achat jenzer, rolf husler, david kiermeir, dietmer bignion, frank ungluab and esther vogelin, (2012). Arch orthop trauma surg, 132:1045-1051. During a seven year period, patients with bennett fractures were treated with open reduction and internal fixation with screws 1.3- or 1.5- lag screws (synthes, (B)(4)). A retrospective study was performed on 28 patients, consisting 5 women and 19 men with a mean age of 40.1 years at the time of surgery (range 24-64 years). Four patients were lost due to follow-up about two months after surgery. In one patient, reduction was lost with a dorso-radial subluxation of the trapeziometacarpal joint with only two thirds of the trapeziometacarpal joint surfaces remaining congruent. In this case, the fraction was initially reduced with only one lag screw , leading to secondary dislocation 9 weeks after surgery. Revision surgery was unsuccessful due to plate failure (unknown manufacturer) and questionable patient compliance. This report is 1 of 1 for (B)(4). This report is for unknown lag screws. A copy of this journal article is being submitted with the medwatch.